Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that at the beginning of surgery, an occlusion was experienced.

Manufacturer narrative:
The manufacturer internal reference number is:(B)(4).

Event description:
Additional information was received indicating there was no patient harm.

Manufacturer narrative:
A service request was opened (B)(6), 2018. However, this sr was cancelled with no service requested or parts returned. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).